Manufacturer narrative:
The insulin pump was unable to prime during the prime test. It alarmed motor error during the basic occlusion test due to protruded and or loose drive support disk. No compromised force sensor system alarm. The motor passed motor test. Minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump was squirting insulin during a set change and it alarmed during prime. Customer's blood glucose was 422 mg/dl, treated manually. Customer's mother was advised to disconnect from the device. The device was not dropped or bumped prior to the alarm. Customer's mother reported the drive support cap was flush. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.